Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain,") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 632027) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast vaginitis. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included abdominal cramps, amenorrhea, breast tenderness, viral pharyngitis, itching, discomfort, burning sensation, pain in hip, sexually transmitted infection, diarrhea, breast tenderness, genito-pelvic pain/penetration disorder, uterine cramps, vaginal burning sensation, insomnia, bipolar disorder, diabetes, anxiety, unilateral leg pain, uterine fibroids, ovarian cyst, leiomyoma nos, sleep disorder, difficulty breathing, chest pain, numbness, hot flashes, fibroids, sinusitis and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2016 for ovarian cyst, fibroids and dysmenorrhea as well as ibuprofen and metronidazole. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating / abdominal pain"), dysuria ("dysuria"), menstruation irregular ("irregular menses"), migraine ("migraines/migraines / headaches"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), fatigue ("fatigue"), dyspnoea ("shortness of breath"), mood swings ("mood swings"), the first episode of hot flush ("hot flashes"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse") and the first episode of back pain ("back pain"), 1 year after insertion of essure. In 2010, the patient experienced dysmenorrhoea ("painful menses/dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditionstype: rashes, lesions, hives, swelling"), the second episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditionstype: rashes, lesions, hives, swelling"), vaginal disorder ("vaginosis"), nausea ("nausea"), the first episode of vaginal discharge ("vaginal discharge"), the second episode of back pain ("back pain") and the second episode of hot flush ("hot flashes"). On an unknown date, the patient experienced the second episode of vaginal discharge ("discharge"). On an unknown date, the patient experienced urticaria ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditionstype: rashes, lesions, hives, swelling"), allergic oedema ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditionstype: rashes, lesions, hives, swelling"), burning sensation ("burning"), inflammation ("inflammation") and adnexa uteri pain ("severe pain in the tubes"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery/on (B)(6) 2018, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, abdominal distension, dysuria, dysmenorrhoea, menstruation irregular, migraine, bacterial vaginosis, weight increased, the last episode of vaginal discharge, loss of libido, fatigue, dyspnoea, mood swings, dyspareunia, menorrhagia, the last episode of dermatitis allergic, urticaria, allergic oedema, vaginal disorder, nausea, the last episode of back pain and the last episode of hot flush outcome was unknown, the abdominal pain, burning sensation, inflammation and adnexa uteri pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergic oedema, bacterial vaginosis, burning sensation, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, genital haemorrhage, incontinence, inflammation, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urticaria, vaginal disorder, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of dermatitis allergic, the first episode of hot flush, the first episode of vaginal discharge, the second episode of back pain, the second episode of dermatitis allergic, the second episode of hot flush and the second episode of vaginal discharge to be related to essure. The reporter commented: per pfs: have you had your essure (or any part of the device) removed? No date of application: (B)(6) 2016 nature of claimed injury/disability: cognitive, neurological disability outcome of application: denied, (B)(6) 2017 basis of your claim: inability to work due to pain, mental effects of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: both tubes are blocked.. Concerning the injuries reported in this case, the following ones were reported via social media heavy bleeding, vaginal bleeding abdominal pain, pelvic pain, back pain, painful inner course, dysmenorrhea, fatigue, rash, weight gain, dyspareunia,¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "burning, inflammation, severe pain in the tubes" added from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ pain,") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 632027) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included anovlar (loestrin) from (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), dysuria ("dysuria"), dysmenorrhoea ("painful menses/ dysmenorrhea (cramping),"), menstruation irregular ("irregular menses"), migraine ("migraines/ migraines / headaches"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, weight increased ("weight gain"), loss of libido ("loss of libido"), fatigue ("fatigue"), dyspnoea ("shortness of breath"), mood swings ("mood swings"), the first episode of hot flush ("hot flashes"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse") and the first episode of back pain ("back pain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/ rashes or skin conditions type: rashes, lesions, hives, swelling") with skin lesion, urticaria and swelling, vaginal disorder ("vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), the second episode of back pain ("back pain") and the second episode of hot flush ("hot flashes"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery/on (B)(6) 2018, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, abdominal distension, abdominal pain, dysuria, dysmenorrhoea, menstruation irregular, migraine, bacterial vaginosis, weight increased, loss of libido, fatigue, dyspnoea, mood swings, dyspareunia, vaginal haemorrhage, menorrhagia, dermatitis allergic, vaginal disorder, nausea, vaginal discharge, the last episode of back pain and the last episode of hot flush outcome was unknown. The reporter considered abdominal distension, abdominal pain, bacterial vaginosis, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, genital haemorrhage, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal disorder, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of hot flush, the second episode of back pain and the second episode of hot flush to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter, patient demographic information, essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number 632027, new events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rashes, lesions, hives, vaginosis, nausea, vaginal discharge, back pain, hot flashes were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain,") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 632027) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast vaginitis. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included abdominal cramps, amenorrhea, breast tenderness, viral pharyngitis, itching, discomfort, burning sensation, pain in hip, sexually transmitted infection, diarrhea, breast tenderness, genito-pelvic pain/penetration disorder, uterine cramps, vaginal burning sensation, insomnia, bipolar disorder, diabetes, anxiety, unilateral leg pain, uterine fibroids, ovarian cyst, leiomyoma nos, sleep disorder, difficulty breathing, chest pain, numbness, hot flashes, fibroids, sinusitis and dysfunctional uterine bleeding. Concomitant products included anovlar (loestrin) from (B)(6) 2016, ibuprofen and metronidazole. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), dysuria ("dysuria"), menstruation irregular ("irregular menses"), migraine ("migraines/migraines / headaches"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), fatigue ("fatigue"), dyspnoea ("shortness of breath"), mood swings ("mood swings"), the first episode of hot flush ("hot flashes"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse") and the first episode of back pain ("back pain"). In 2010, the patient experienced dysmenorrhoea ("painful menses/dysmenorrhea (cramping),") and weight increased ("weight gain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditionstype: rashes, lesions, hives, swelling"), the second episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditionstype: rashes, lesions, hives, swelling"), vaginal disorder ("vaginosis"), nausea ("nausea"), the first episode of vaginal discharge ("vaginal discharge"), the second episode of back pain ("back pain") and the second episode of hot flush ("hot flashes"). On an unknown date, the patient experienced the second episode of vaginal discharge ("discharge"). On an unknown date, the patient experienced urticaria ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditionstype: rashes, lesions, hives, swelling") and allergic oedema ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditionstype: rashes, lesions, hives, swelling"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery/on (B)(6) 2018, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, abdominal distension, abdominal pain, dysuria, dysmenorrhoea, menstruation irregular, migraine, bacterial vaginosis, weight increased, the last episode of vaginal discharge, loss of libido, fatigue, dyspnoea, mood swings, dyspareunia, menorrhagia, the last episode of dermatitis allergic, urticaria, allergic oedema, vaginal disorder, nausea, the last episode of back pain and the last episode of hot flush outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, allergic oedema, bacterial vaginosis, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, genital haemorrhage, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urticaria, vaginal disorder, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of dermatitis allergic, the first episode of hot flush, the first episode of vaginal discharge, the second episode of back pain, the second episode of dermatitis allergic, the second episode of hot flush and the second episode of vaginal discharge to be related to essure. The reporter commented: per pfs: have you had your essure (or any part of the device) removed? No diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: both tubes are blocked. Concerning the injuries reported in this case, the following ones were reported via social media heavy bleeding, vaginal bleeding abdominal pain, pelvic pain, back pain, painful inner course, dysmenorrhea, fatigue, rash, weight gain, dyspareunia,¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain,") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 632027) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast vaginitis. Concurrent conditions included abdominal cramps, amenorrhea, breast tenderness, viral pharyngitis, itching, discomfort, burning sensation, pain in hip, sexually transmitted infection, diarrhea, breast tenderness, genito-pelvic pain/penetration disorder, uterine cramps, vaginal burning sensation, insomnia, bipolar disorder, diabetes, anxiety, unilateral leg pain, uterine fibroids, ovarian cyst, leiomyoma nos, sleep disorder, difficulty breathing, chest pain, numbness, hot flashes, fibroids, sinusitis and dysfunctional uterine bleeding. Concomitant products included anovlar (loestrin) from june 2016 to september 2016, ibuprofen and metronidazole. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), dysuria ("dysuria"), dysmenorrhoea ("painful menses/dysmenorrhea (cramping),"), menstruation irregular ("irregular menses"), migraine ("migraines/migraines / headaches"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, weight increased ("weight gain"), loss of libido ("loss of libido"), fatigue ("fatigue"), dyspnoea ("shortness of breath"), mood swings ("mood swings"), the first episode of hot flush ("hot flashes"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse") and the first episode of back pain ("back pain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditionstype: rashes, lesions, hives, swelling") with dermatitis allergic, urticaria and allergic oedema, vaginal disorder ("vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), the second episode of back pain ("back pain") and the second episode of hot flush ("hot flashes"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery/on (B)(6) 2018, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, abdominal distension, abdominal pain, dysuria, dysmenorrhoea, menstruation irregular, migraine, bacterial vaginosis, weight increased, loss of libido, fatigue, dyspnoea, mood swings, dyspareunia, menorrhagia, dermatitis allergic, vaginal disorder, nausea, vaginal discharge, the last episode of back pain and the last episode of hot flush outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, bacterial vaginosis, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, genital haemorrhage, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal disorder, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of hot flush, the second episode of back pain and the second episode of hot flush to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media heavy bleeding, vaginal bleeding abdominal pain, pelvic pain, back pain, painful inner course, dysmenorrhea, fatigue, rash, weight gain, dyspareunia,¿ most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease were added. Event bleeding vaginal outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), dysuria ("dysuria"), dysmenorrhoea ("painful menses"), menstruation irregular ("irregular menses"), migraine ("migraines"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, weight increased ("weight gain"), loss of libido ("loss of libido"), fatigue ("fatigue"), dyspnoea ("shortness of breath"), mood swings ("mood swings"), hot flush ("hot flashes"), dyspareunia ("painful intercourse") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, incontinence, abdominal distension, abdominal pain, dysuria, dysmenorrhoea, menstruation irregular, migraine, bacterial vaginosis, weight increased, loss of libido, fatigue, dyspnoea, mood swings, hot flush, dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, genital haemorrhage, hot flush, incontinence, loss of libido, menstruation irregular, migraine, mood swings, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.